Event description:
A customer tested several samples from a patient for troponin (accutni) and obtained erroneously elevated results above the ami cutoff on some samples. Upon repeat testing lower results were obtained. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens were collected in lithium heparin pst tubes and centrifuged for 6 minutes. Qc was within specifications before and after the event. No errors were posted to the event log. A field service engineer (fse) stated the system check and qc were within specifications. The specimens were re-centrifuged and results were in the normal reference range. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.